Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the emergent endovascular treatment of a contained ruptured abdominal aortic aneurysm. It was reported that the patient presented with lower limb pain and it was found that the left contralateral limb had become occluded approximately two days after the initial procedure. The occlusion was removed using another manufacturer¿s balloon and bilateral kissing bare metal stents were implanted. This reportedly restored blood flow. The physician stated that the cause of the occlusion was due patient anatomy; specifically, a tight aortic bifurcation of approximately 15mm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.